Event description:
The tack endovascular system (tes) was used in a peripheral procedure. After deployment and post-dilatation, the tack appeared misshaped. However, the flow was good and no patient injury was reported. This product problem is being submitted because the tack was unable to expand fully. There is potential for harm if it were to recur.

Manufacturer narrative:
The patient's dob or age at time of event, sex, gender, weight, ethnicity, and race are unknown. The date of event was not provided, thus 01-jan-2024 was listed. Patient information regarding relevant tests/laboratory data or medical history are unknown. The lot number was not provided; thus, the following information are unknown: brand name, model number, catalog number, unique ID, expiration date, manufacture date, and PMA number. The tack device was not returned; thus, no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block d10: received introducer sheath manufacturer name and size. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.